Event description:
Customer stated that the feeding was started last night at time 16:30 pm and this morning upon arrival to the home, there was still 700 ml formula left in the feeding bag. Rate, dosage, and formula provided were 90 ml/hr, 1270 ml, and nutren 1.0 with fiber formula mixed with water. A nurse confirmed that the rate was set at 90 ml/hr and not 9.0 ml/hr. The customer also reported that she increased the rate to 100 ml/hr and the pump has only infused 100 ml. Pump did not alarm. There was no patient impact reported.

Manufacturer narrative:
Pump was primed and run at 90 ml/hr, dosage 1270 ml using water to simulate conditions of incident with user and volumetric accuracy tests were also performed, the pump delivered amount within +/-5% specification. All alarms have been checked and work properly. Complaint could not be duplicated.